Manufacturer narrative:
G4: premarket / 510(k) #: k142259, k163701.

Event description:
It was reporter that device detachment occurred. A ngmc/fathom/027/bern/1ro/130 direxion hi-flo was selected for use. During the procedure, the microcatheter was advanced to the distal portion of the posterior branch. The physician then subsequently removed the microguidewire from the catheter, flushed the system, and introduced a boston scientific coil. The coil advanced to approximately the mid-portion of the catheter, where resistance was noted, preventing further advancement. The catheter was withdrawn, and it was noted that there was a fracture with component separation in the middle of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.